Event description:
It was reported that the patient was frequently changing the ipg. The patient underwent an ipg replacement procedure and was doing well post-operatively. No device malfunction was suspected. The explanted ipg will not be returned.